Event description:
The facility's biomedical technician reported a fail code 812:02 on channel b, which occurred when the device was powered on during biomed testing. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.